Manufacturer narrative:
Event took place in (B)(6), and has been reported through (B)(6). Currently the data is poor and the device has not been sent back/ analysed. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
Irn#: (B)(4). Initial reporter´s narrative: after placing the tuohy needle tip in the epidural space, while removing the stylet from the needle, the plastic hub of the needle (including the wings) has completely fallen off. The needle had to be removed five minutes after using a sterile clamp of the surgeons.